Manufacturer narrative:
Supplemental submitted as investigation found the issue with this unit was that zoom would not engage due to a damaged groove pin. This is an annoyance issue only, as the bed can still be moved manually if zoom is not functional. This issue is not likely to cause or contribute to serious injury or death if it were to recur. The initial reported issue of the brakes not engaging was reported in error.

Event description:
It was reported via repair work order that the brakes would not function properly due to a spiral pin malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom would not engaged due to a damaged groove pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.